Event description:
Complainant alleged taht during biomed testing. The device would not charge above 120 joules. Complainant indicated that there was no patient involvement in the reported malfunction.